Manufacturer narrative:
Height: 73 inches. Based on the available information, this event is deemed a reportable malfunction. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Note: there is another case associated with this complaint. A separate 3500a form has been completed for the other case. (B)(4).

Event description:
It was reported that the end user had difficulty removing the wafer. Once removed, he noticed a film of adhesive on his skin which he had to pick off, resulting in redness to the area.